Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device v2920h;mj8cjmt0 number, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any patient consequence or injury due to issue? No what is the condition of the patient? No information was made available.

Event description:
It was reported that the patient underwent an ear, nose and throat procedure on (B)(6) 2020 and suture was used. During the procedure, the needle separated from suture after the first stitch. The procedure was completed with same like product. There were no adverse patient consequences reported.